Manufacturer narrative:
(B)(4). Eval, results: cva/stroke, dissection. Eval, results/conclusion: stenosis in the vessels.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a penetrating atherosclerotic ulcer 59 mm in diameter x 135 mm long at zone 3 four months ago. The proximal neck diameter was 34mm; distal neck was 38mm in diameter. The lengths from the upper and lower arch to the proximal neck were both 27mm. There was no calcification, but mild thrombus at the proximal and distal necks. A talent tf3838 was implanted in the distal side of the pau, followed by a tf4242 (ref MFR # 2953200-2011-00284) implanted in the proximal side of the pau with successful results. On an unk date, a cerebral infarction occurred and at the time of discharge, a vessel dissection was confirmed. Stenosis was confirmed at the root of the left subclavian, and the pt underwent treatment with medication and rehabilitation. The pt is in remission. The physician commented that there is a possibility that the stenosed part of the vessel dissected and caused the cerebral infarction. No add'l clinical sequelae were reported, and the pt is in remission.